Event description:
A user facility reported to olympus that error "e226" occurred and no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found an error "e216" occurred during testing due to a 3coms cover unit failure. The reported problem of "e226" error was not reproduced. In addition, a switch was noted discolored. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of faulty 3coms unit cover could not be identified. Olympus will continue to monitor field performance for this device.